Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea(cramping)'), genital haemorrhage ('bleeding'), procedural haemorrhage ('content of communication: I almost bled out on the table. I needed 6 pints of blood'), intra-abdominal haemorrhage ('lower abdominal bleeding'), staphylococcal infection ('infection (other) describe: staph') and seizure ('seizures.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: severe reaction to the nickel"), mood swings ("hormonal changes describe: mood swings") and staphylococcal infection (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia(painful sexual intercourse)"), cystitis ("bladder infection"), seizure (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pelvic pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with 6 pints of blood and surgery (salpingectomy (bilateral) and hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, allergy to metals, abdominal pain lower and pelvic pain had resolved and the procedural haemorrhage, intra-abdominal haemorrhage, cystitis, hormone level abnormal, nausea, vaginal haemorrhage, menorrhagia, mood swings, staphylococcal infection and seizure outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, procedural haemorrhage, seizure, staphylococcal infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for-dysmenorrhea, dyspareunia, bladder infection, hormonal changes, nausea and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: new pfs received- new events added: seizures, pelvic pain, lower abdominal pain, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: severe reaction to the nickel, dysmenorrhea, (cramping), hormonal changes describe: mood swings, infection (other) describe: staph, nausea,complications from essure removal procedure I almost bled out on the table. I needed 6 pints of blood. I experienced and allergic reaction and lower abdominal bleeding were added reporters information was added.outcome of events bleeding, nickel allergy , pain from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea(cramping)') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral) and hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the dysmenorrhoea, genital haemorrhage and dyspareunia had resolved and the cystitis, hormone level abnormal and nausea outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal and nausea to be related to essure. The reporter commented: patient received treatment for-dysmenorrhea, dyspareunia, bladder infection, hormonal changes, nausea and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event of "injury to herself" was replaced with bleeding. Additional events added - dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), bladder infection, hormonal changes, nausea and she did not undergo essure confirmation test were added. Patient demographic details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.